Event description:
It was reported, that an o-ring was on the pneumatic tap. Resulting, in the customer experiencing an elevated blood glucose (bg) level displayed as "high". Although, specific value was not provided. Reportedly, the customer administered a correction injection to address bg. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.